Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with chest pain. Upon device interrogation, the right atrial (ra) lead exhibited high thresholds, and a microperforation was suspected. The ra lead remains in use. No further patient complications have been reported as a result of this event.